Manufacturer narrative:
See d3, d4, lot number and expiration date, h4 and h11. Complaint has been evaluated and is similar to: 1644408-2018-00676; 508-00-032, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient complained of shoulder pain.